Event description:
It was reported that two signal artifact monitoring (sam) episodes were stored due to atrial fibrillation and high atrial rates on this implantable pacemaker. The minute ventilation (mv) was disabled. The patient is dependent, the physician inquired for reprograming options to turn mv on again. Monitor of the patient was recommended. This device remains in service. No further adverse patient effects reported.